Event description:
It was reported that during an af ablation procedure, while performing geometry collection, the patient developed a pericardial effusion. The effusion was drained successfully and the patient was in satisfactory condition upon discharge.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records is not possible as the lot number is unknown. The cause for the reported effusion remains unknown. (B)(4).